Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h10, h11. Corrected section: h6- medical device ¿ problem code (1) -corrected to "peeled".

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, g4, g7, h2, h10, h11 corrected sections: b5 event description corrected; h1 - type of reportable event changed from "malfunction" to "serious injury".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. A piece of plastic was found in the tunnel. The piece was broken off from one of the jaws of the hp2 burning tool. This was done after successfully harvesting a radial from the right arm. They then went to the left side and while burning the branches on the left radial this is when the plastic piece was noticed inside the tunnel. Plastic was from the silicone jaw and was retrieved by the cautery device itself. Opened up a new kit and finished the left radial harvest. No issues with either right radial or left radial and the patient had no issues.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. A piece of plastic was found in the tunnel. The piece was broken off from one of the jaws of the hp2 burning tool. This was done after successfully harvesting a radial from the right arm. They then went to the left side and while burning the branches on the left radial this is when the plastic piece was noticed inside the tunnel. They were able to retrieve the piece. Opened up a new kit and finished the left radial harvest. No issues with either right radial or left radial and the patient had no issues.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, e3, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 10/25/2021. An investigation was initiated on 08/02/2022. A visual inspection was conducted. Signs of clinical use and heavy evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the center of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the hot jaw was observed to be intact, with no peeling observed on either the hot silicone insulation. The clear silicone insulation on the cold jaw was observed to be peeled back and detached from the cold jaw, exposing the metal portion of the cold jaw. The detached silicone was not returned for evaluation. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "peeled;jaw" was confirmed as well as for the analyzed failure "material twisted/bent wire". A lot history record review was completed for lots 25159713, 25159875 and 25159926 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.